Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received a failed battery and unresponsive buttons. The customer¿s blood glucose level was in the unknown at time of incident. Customer reported that they had crack in screen from left side from top to bottom and was not harder to read or rain bowing. It was reported that the changed battery and act button was less responsive and insulin pump was rejecting battery. The insulin pump will not be returned for analysis.